Manufacturer narrative:
It was incorrectly reported that a getinge field service engineer (fse) had been dispatched to complete the repairs for this event. Clarification was received that the repair was performed by the distributor's getinge trained fse. The fse ran all functional tests and all testing passed to factory specifications. The iabp unit was checked on a trainer and was observed to be working without error. The iabp unit was then cleared for use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and replaced the drive manifold and the problem was corrected, but the issue was once again received at a later date showing "low vacuum" intermittently. It is suspected that the original drive manifold that was replaced was defective and it was arranged to replaced once again and the unit rechecked once it has been replaced. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during a routine check done by the customer the cs300 intra-aortic balloon pump (iabp) was giving a system failure alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(site country, event site postal code - 302017, event site state - (B)(6)), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: g2.

Event description:
N/a.